Event description:
Sporadically, low sodium results for approximately one month. The following examples were provided, units of measure mmol/l; initial 127, repeat 134; initial 130, repeat 138; initial 127, repeat 135; initial 130, repeat 141; initial 128, repeat 136, initial results were reported. Patients not adversely affected. The field service representative determined, there was a problem with the sodium electrode. The electrode was replaced.